Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the left forearm. A 6.0mmx100mmx80cm-hybrid sterling balloon was advanced for dilation. However, when pressurized during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event.